Manufacturer narrative:
The user will be scheduled for the next removal attempt at a later date, and removal status will be followed up then. Removal status will be updated in supplemental MDR.

Event description:
On may 18, 2020 , senseonics was made aware of an instance where the physician was unable to remove sensor from the patient's arm on first attempt.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt in july 2020. The high rate of inability to remove sensor is being addressed under corrective and preventive action. No further investigation was found necessary.